Event description:
It was reported that the patient presented to the emergency room because they had a vasovagal episode while on the toilet. It was noted that the implantable pulse generator (ipg) had a sensing issue, indicated by short v-v intervals. Follow up with the patient's clinic indicates that the implantable pulse generator (ipg) has been checked and is working appropriately. The patient's medical record indicates that there is no relation between the vasovagal episode and the device. The device remains in use. No further patient complications have been reported as a result of this event.